Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device code of 3191 delivery issue. Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted, the lens flipped back and the capsular bag broke. The lens was removed during the same-procedure. A vitrectomy was required. The lens was discarded. There was no patient injury. The patient is doing fine post-operatively. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Section d10: device available for evaluation?: yes. Returned to manufacturer on: 9/21/2020. Device evaluation: the complaint lens was received in its original lens case. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens handled during removal and replacement. A haptic was observed stuck to the optic body, however this can be attributed to how the customer handled the lens for returns and also the viscoelastic residue drying on the lens, and therefore cannot be confirmed to be related to manufacturing. The lens was cleaned, and no cosmetic defects were observed (including haptic stuck to optic body). Dimensional inspection was performed and all measurements were within specifications. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.